Manufacturer narrative:
Device stuck in motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test and all the battery test due to motor error alarm during the rewind test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the up-down button were hard to push. The device will not be returned for analysis.